Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a type two alps patient procedure, when the surgeon fired the stapler on a bile duct, the device cut but did not staple. Surgeon sutured the duct to complete the procedure. There were no adverse consequences for the patient.